Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (ess205) (batch no. 12231573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) , the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("probable essure device present in uterus"), pelvic pain ("chronic pelvic pain / pain"), abdominal pain lower ("persistent lower abdominal pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant / unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, device expulsion, pelvic pain, abdominal pain lower, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, headache, migraine, pelvic pain and perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (ess205) (batch no. 12231573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included hyperthyroidism and anxiety disorder. Concomitant products included clonazepam (klonopin) since 2003, levothyroxine sodium (synthroid) since 2003, medroxyprogesterone acetate (depo provera) and topiramate (topamax) since 2008. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain ("chronic pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain 1/loss specify which one: weight gain"). In 2007, the patient experienced ovarian mass ("reproductive system disorder or condition type of disorder or condition: left ovarian mass"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("probable essure device present in uterus"), abdominal pain lower ("persistent lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant / unilateral salpingectomy,hysterectomy,oophorectomy (one side removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, device expulsion, migraine, headache, dysmenorrhoea, ovarian mass, nausea, tooth disorder and weight increased outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia and back pain had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, perforation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure confirmation test : they said the it looked like the left side had moved. I asked them to remove it at that time date(s) of communication: (B)(6) 2003 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received. Her demographic was added. Concomitant medication and condition added. Events : abnormal bleeding(vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: left ovarian mass, nausea, dental problems, dyspareunia (painful sexual intercourse), weight gain 1/loss specify which one: weight gain, lower back pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (ess205) (batch no. 12231573- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("probable essure device present in uterus"), pelvic pain ("chronic pelvic pain / pain"), abdominal pain lower ("persistent lower abdominal pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant / unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, device expulsion, pelvic pain, abdominal pain lower, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, headache, migraine, pelvic pain and perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (ess205) (batch no. 12231573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("probable essure device present in uterus"), pelvic pain ("chronic pelvic pain / pain"), abdominal pain lower ("persistent lower abdominal pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant / unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, device expulsion, pelvic pain, abdominal pain lower, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, headache, migraine, pelvic pain and perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "migraines, headaches, dysmenorrhea (cramping)' were added. Lot number was added. Lab data was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain lower ("persistent lower abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in april 2008. At the time of the report, the perforation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.